Manufacturer narrative:
Additional information: no difficulties were noted when removing the protective sheath/packaging stylette from the device. A standard coronary angiography contrast agent was used. The replacement balloon used was not a medtronic device. There was no injury to the patient as a result of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one image was received. The image shows the user holding the distal section of the device. The balloon is inflated. The alleged complaint cannot be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx coronary balloon, inflation difficulties were encountered. The device was being used to post-dilate a deployed stent. Incomplete inflation was observed when using the balloon dilation catheter. There was a partial inflation of the balloon. A 30 atm inflation was applied on the non-medtronic inflator device. When the pressure pump drew back the pressure, the nc sprinter did not deflate and a blockage of the nc sprinter catheter lumen was suspected. The device was not moved or repositioned while inflated. The lesion was not calcified and no obvious tortuosity with 85% stenosis in the mid-segment of the left anterior descending. The catheter was carefully withdrawn. The catheter was replaced and the procedure was continued. The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. No resistance was noted while advancing the device to the lesion. The same inflation device was successfully used with another balloon. The nc sprinter device did not directly cause damage to the patient. The patient underwent surgery successfully without any serious adverse event. No patient complications have been reported as a result of this event.